Event description:
The pt rec'd her scs system, including a surgical lead, on (B)(6) 2010. The surgical lead was implanted cervically for neck and bilateral arm and hand pain. It was reported that approx four weeks after the implant date, the pt complained of severe, constant headaches that occurred when the stimulation was on or off. The physician reported that the lead had been difficult to place because of previous surgeries and scar tissue. The physician decided to explant the pt's sys on (B)(6) 2011. Attempts to obtain add'l info regarding the pt's condition were unsuccessful. No further pt complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.